Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic for further evaluation. Shock impedance measurements were noted to be greater than 200 ohm in triad configuration, 100 ohms in coil to can and 166 ohms in coil to coil. A copy of device memory was submitted for analysis. Analysis of device memory noted that manual shock impedance measurements that were recorded were noted to be 166 ohms in rv coil to ra coil configuration, 97 ohms in rv coil to can configuration and saturated in ra coil to can. Overall measurements were noted to be saturated and boston scientific technical services (ts) discussed that there was no need to reprogram coil to can as a lead fracture was not suspected or there would be no number recorded. No adverse patient effects were reported.